Event description:
The surgeon attempted to insert a 3-piece collamer lens model cq2015. The lens tore prior to insertion and the reporter stated the cause of the lend damage was due to an override of the injector. There was no patient contact or injury.